Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the lead was pulled back out of the original location. The physician repositioned the lead successfully. The lead remains in service. No adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.